Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.

Event description:
This device was later explanted and returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, technicians used an engineering-level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of therapy delivery, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
Boston scientific crm received information that the outputs for this device were adjusted; therefore the device longevity had changed from 2.5 years to 3.0 years. Six months later, the device was indicating 2.5 years of longevity remaining. It was suspected that the device was depleting rapidly. A hex dump was scheduled to be performed at the next device check. No adverse patient effects were noted.

Event description:
Information was later received that the hex dump showed that there were no resets in the reset counter, the battery status was "good" with an effective magnet rate of 100ppm. It was concluded that the device seems to be depleting normally at the parameters, pacing loads and percentages of pacing provided.